Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred after the cartridge was filled with 300 units. Reportedly, this occurred with on multiple occasions. The customer's blood glucose level was 197 mg/dl. Recommendation was made for a new cartridge to be loaded onto the pump. Review of t:connect pump data for the most recent event indicated that the customer used 112 units of 130 units loaded into the cartridge. The contact stated that the customer has dementia and stated that it was possible the customer thought the cartridge was filled with 300 units instead of 130 units.